Event description:
Customer reported that they had multiple failed battery tests. It was noted that the alarm was not resolved through troubleshooting and the insulin pump is being replaced. Customer's blood glucose reading at the time of the call was 80 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.